Event description:
It was reported that the patient was admitted to the hospital for vad alarms, described as high priority and "associated with battery power" that did not resolve when new batteries were attached to controller. Site performed an emergency controller exchange. The patient tolerated the controller exchange without symptoms and site has reported no reoccurring alarms since controller exchange. The patient also reported that two batteries would show a full charge, but would rapidly drain when connected to controller. Batteries replaced.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The controller and batteries are going to be returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.